Event description:
On (B)(6) 2023, this patient on peritoneal dialysis (pd) reported experiencing a draining slowly message during pd treatment with the (B)(6) cycler. Additionally, the patient stated she was unable to drain manually and will go to the hospital. In additional follow-up, it was confirmed with the patient¿s pd nurse that the patient was hospitalized on (B)(6) 2023 for pd catheter (not a (B)(6) product) malfunction. The nurse indicated that the cycler and manual pd exchanges had draining issues due to fibrin in the pd catheter which was in no way related to a product issue. The patient required thrombolytic therapy to the pd catheter to restore function. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)". Ref report: mw5144879.